Event description:
It was reported that the device moves around inside the patient. The device remains implanted and in use; there are no further patient complications recorded as a result of this event.

Manufacturer narrative:
This is report is filed under exemption (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range march 30, 2008 and march 29, 2010. This medwatch report represents 1 of 738 events (event type code malfunction). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.